Manufacturer narrative:
(B)(4). Date of initial report : 02/19/2016. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported a seal tone and end tone were heard but the tissue did not seem to be sealed during a total abdominal hysterectomy. There was no thermal spread confirmed. Another device was used to complete the case and there was no injury to the patient.

Manufacturer narrative:
(B)(4). One used lf1520 ligasure device was received, and evaluation of the returned sample could not confirm the reported issue. Visual inspection found no defects. The device was activated multiple times on porcine kidney samples as well as simulated tissue, pressing the button in various locations on a range of vessel sizes to detect any activation issues. All seal cycles were completed satisfactorily, and a visual seal effect with an end tone was observed for each application. The investigation found the device to function normally and within specifications. A review of the device history records for this lot shows no potentially contributing factors, and that it was released after meeting all quality requirements.